Event description:
It was reported that at the user facility the cordless driver 3 was overheating. No further information was provided by the user facility.

Manufacturer narrative:
The reported event was not duplicated during the device evaluation. Routine maintenance was performed on the device and it was returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that at the user facility the cordless driver 3 was overheating. No further information was provided by the user facility.